Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6)2025, the patient experienced symptoms of shakiness and impaired vision and nearly lost consciousness. She uses a tandem t: slim insulin pump in modified closed-loop mode. At the time of the event, both her cgm receiver and mobile app displayed a glucose reading of 104 mg/dl. However, a confirmatory fingerstick test showed a significantly lower value of 36 mg/dl. In response, the patient immediately consumed candies, including reese's peanut butter cups and gummies. Approximately one hour later, the patient reported feeling better and stable. She did not seek emergency assistance or visit the emergency room. At the time of the report, t he patient was stable and doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer's complaint was confirmed due to wearable failed testing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).